Event description:
It was reported by service report that the fowler drifted down with weight applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler clutch.